Event description:
It was reported that the patient underwent surgery for implant of posterior cervical instrumentation at c2-t1 with laminoplasty. Post-op day one the patient experienced severe c7 palsy. Patient was treated initially with pain medication. At 8 days post-op the patient underwent and additional procedure for decompression by foraminotomy at right c7-t1. The outcome is considered resolved.

Manufacturer narrative:
(B)(4). Neither device nor applicable imaging studies were returned to the manufacturer for evaluation.

Manufacturer narrative:
Devices of multiple part/lot numbers were implanted during the procedure including: part: g6945724 (x2), lot: unknown part: g6945714 (x4), lot: unknown part: g6945826 (x2), lot: unknown part: g6900240 (x2), lot: unknown although it is unknown which of these devices contributed to the reported event, we are filing this MDR for notification purposes.